Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had a skin irritation. The patient had a rash under the rear therapy electrodes. The rash was reportedly red and open. The patient's physician initially advised the patient to temporarily stop wearing the lifevest and prescribed an ointment. The patient reported that the rash had improved. It was later discovered that the patient had an allergy to nickel, so the physician decided to permanently end use of the lifevest.